Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that received no delivery alarm during bolus. Customer's blood glucose was 486 mg/dl. Customer treated and did full set change. Troubleshooting was done. No delivery alarm was resolved by complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).